Manufacturer narrative:
The information provided in section was incorrect with the initial report. The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the reservoir had air bubbles. Troubleshooting was performed. Customer's blood glucose level was 175mg/dl at the time of incident. It was reported that air bubbles occurred after twenty four hours and the customer also stated that the insulin was stored in room temperature. It was also reported that there was no rewind with a reservoir in place and high pressure test was not possible and no fluid in the insulin pump. There was no indication that troubleshooting resolved the issue. The product will not be returned for analysis.